Event description:
It was reported that the reservoir leaked. Customer's mother stated that customer had high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one sealed reservoir and three opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper grooved for defects and none were noted. Reservoirs connected and locked into place properly.